Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. The elective replacement indicator (eri) was set; the battery was partially depleted, and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient's generator was replaced on (B)(6) 2012, due to eri=yes. A system diagnostics test had shown impedance within normal limits of a dcdc code of 2. The explanted generator was returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed. Good faith attempts for further information from the physician were made but no additional information was received.

Event description:
On (B)(6), 2012 clinic notes from a vns treating neurologist were received by the manufacturer. Review of the clinic notes dated (B)(6), 2012 revealed that the vns patient is coming due for a battery replacement. The patient was reported to be having breakthrough seizures and an increase in seizures. The patient was also reported to have a history of an arteriovenous malformation (avm) that bled and caused a stroke as well as sometimes having pseudoseizures. The physician stated that the vns has improved the patient's seizures and depression. The patient's settings were reported to be output=1.25ma/frequency=30hz/pulse width=750usec/on time=60sec/off time=0.8min/magnet output=1.5ma/magnet pulse width=1000usec/magnet on time=60sec. The patient was referred for prophylactic battery replacement. Although surgery is likely, it has not yet occurred. Additional information has been requested but no further information has been received from the physician to date. A battery life calculation was performed which revealed negative years until the elective replacement indicator (eri) shows as yes.